Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual examination of the device revealed that the coil was stretched up to 31cm distal from the handshake connection. As a review of the DHR shows that the device was manufactured per specification, review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging or preparation, it was considered likely that the reported events and identified damage to the device occurred due to factors encountered during the procedure. Product analysis confirmed the reported event, as the coil was stretched. It was considered likely that the reported events were attributable to the damaged coil.

Event description:
It was reported that the burr became stuck with the wire. The target lesion was located in the severely calcified artery. A 1.50mm rotapro and 5 pack ng rotawire extra support were selected for use. During the procedure, the burr became stuck with the wire. The devices were not able to be released, and the entire rotapro was removed from the body along with the rotawire. The rotapro burr and the rotawire were removed from the patient's body as one unit and the procedure was completed with using this device. There was no patient injury and there was no problem with the patient condition.

Event description:
It was reported that the burr became stuck with the wire. The target lesion was located in the severely calcified artery. A 1.50mm rotapro and 5 pack ng rotawire extra support were selected for use. During the procedure, the burr became stuck with the wire. The devices were not able to be released, and the entire rotapro was removed from the body along with the rotawire. The rotapro burr and the rotawire were removed from the patient's body as one unit and the procedure was completed with using this device. There was no patient injury and there was no problem with the patient condition.